Event description:
Customer reported updating time, personal profile, or biq/ciq settings, including sleep schedules. There was no adverse impact to the customer¿s blood glucose level. Customer decided to update pump time independently without technical support assistance. Though unsure of the cause, customer was advised to monitor and follow up if the time discrepancy exceeded five minutes again.